Event description:
Pd nurse reported, "pt using liberty cycler for ccpd treatments. On (B)(6) 2012 pt developed small umbilical hernia. Review of cycler iq drive showed 0 drain was inadequate on several days. Night previous 0 drain was 667 ml and drain 1 was 4044 ml. His ccpd fill volumes were set at 2800 ml each." Pt denied pain or discomfort. No medical intervention done for the hernia. As of (B)(6) 2012, no change in the size of the hernia and pt has no pain.

Manufacturer narrative:
(B)(4) umbilical hernia. (B)(4) review of the treatment data from the cycler, indicates that the cycler drained as designed. Drain volumes met the criteria for advancing to a fill. Device was not returned to the MFR and pt continues to use the cycler. Additional MFR narrative: development of hernias is a known complication of any mode peritoneal dialysis therapy. (B)(4).